Event description:
No blood glucose levels reported. The customer was requesting assistance programming her replacement insulin pump with settings from the old insulin pump since the old insulin pump was stuck on the rewind screen due to a motor error. Troubleshooting was done on the old insulin pump. The customer was unable to get out of the rewind cycle due to the motor error on the old insulin pump. The customer reported guessing the settings of the old insulin pump and programmed the replacement insulin pump. The customer started using the insulin pump based on those settings. The customer was highly advised to contact her health care provider to check the settings on the replacement insulin pump. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).